Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 05/15/2019 to the present date 1/6/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer.

Event description:
The customer reported bad power supply. No patient involvement.

Event description:
The customer reported bad power supply. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of bad power supply cannot be determined. No fault found that is related to power supply board, but device is unable to power on due to unresponsive keypad. Keypad replaced to solve this issue. As found software version 9.33.1.2, as left software version 9.33.1.2. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/15/2019 to the present date 1/6/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The proximate cause of the customer reported issue cannot be determined. The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # 1120033 for keypad.